Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to the main board. The main board was replaced to resolve the report. The customer received a replacement device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, that the unit halts after partial boot cycle. Complainant did not indicate that there was any patient involvement in the reported malfunction.